Event description:
The patient with this lead had diaphragmatic stimulation on (B)(6) 2014, the day after implant. The lead was repositioned on (B)(6) 2014 at which time, it was confirmed that it was dislodged. On (B)(6) 2014, it was confirmed as dislodged again. The physician decided to reprogram the device instead of opening the pocket again. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). We were notified that this lead was explanted on (B)(6) 2014, the explant date was added. The lead was not returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.